Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the resistance was experienced during the fill process. There was no impact to the customer's blood glucose level. Reportedly, the customer successfully loaded the same cartridge to address the issue.